Event description:
It was reported that during an unspecified veterinary surgical procedure, it was observed that the quick coupling device was getting hot during a procedure and it sounded a little off when it ran. It was further reported that the device was not gripping the pins well. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the quick coupling device was getting hot during a procedure, it sounded a little off when it ran and the device was not gripping the pins well was not confirmed. Therefore, an assignable root cause for the reported conditions of heat, unexpected noise and could not hold/secure/drive k-wire was not determined. However, during evaluation, it was determined that the device had damaged bearing, had corrosion/rusting/pitting and would not hold k-wire. It was further determined that the device failed pretest for general condition and check self-holding force in smallest range. The assignable root cause was determined to be due to component failure from wear.